Manufacturer narrative:
Additional information: the device was manufactured between (B)(4) 2018 - (B)(4)2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unknown date in (B)(6) 2018. The user facility submitted medwatch (B)(4) for this event. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink duo-vent continue-flo solution set had backflow. This was observed while checking the primary bag of 5% dextrose and 0.15% sodium chloride setup with a secondary bag of methotrexate. The solution back-flowed into the primary bag of fluid and into the unspecified patient line. The patient had to receive an additional 400ml of fluid to complete the entire dose of methotrexate. There was no report of patient injury or medical intervention associated with this event. No additional information is available.